Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Hospital stated that bubble detect not resetting. No patient involved. (B)(4).

Manufacturer narrative:
Field safety engineer has been sent for investigation and found bubble detect module not resetting. The bubble detect module has been replaced and full functional verification was performed, device checks in order. Thus failure could be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).